Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this newly implanted pacemaker system was scheduled for lead revision due to dislodged right atrial (ra) and right ventricular (rv) leads. High, out-of-range right rv lead pace impedance measurements greater than 3,000 ohms did not resolve during the lead revision. The pacemaker was explanted and replaced, and in-range rv impedance measurements in the 560 ohms range were obtained. The ra and rv leads remain in service. No additional adverse patient effects were reported. This pacemaker was returned for analysis.